Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A new drive unit was shipped directly to the customer and a livanova field service representative was dispatched to the facility. Upon arrival, the service representative found that the perfusionist had already replaced the faulty drive unit with the new one. The new drive unit was in use so no further testing could be conducted. The replaced drive unit was removed from service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the centrifugal pump system with tubing clamp displayed an error message during setup. There was no patient involvement.